Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and white particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with stress marks assessed as surgical impact opening. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks due to surgical impact opening.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to contralateral side rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.